Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was rebooting repeatedly. A review of the system logfile confirmed the reported malfunction. The customer rebooted the system, but it did not resolve the issue. The philips field service engineer (fse) visited onsite and upon functional testing, the fse confirmed that the failure had occurred in the bmc inside the host computer. To resolve the issue, the fse replaced host pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system kept rebooting continuously. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.